Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to noise and impedance variance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.